Event description:
During the procedure as the surgeon was using the scissors, they broke apart into 2 pieces. The pieces were retrieved from the surgical field. There was no harm to the patient. Central sterile review the scissors and reported that the instrument was part of riao a pan set #010. These a pans get pm service by our 3rd party repair vendor every 15 cycles. This set 010 was just pm¿d/serviced 10 days ago. And the set has been used 5 times since the last service was performed. The report indicated that the scissor broke right at the screw hinge which is the weakest part of the instrument. There is no way for me to even surmise at the age of the scissor as the scissor was not provided to us in central.